Event description:
It was reported that during a procedure involving a hawkone atherectomy device, a mechanical jam occurred. The event was associated with a fibrous plaque lesion in the right popliteal artery, which had a moderate degree of tortuosity, minimal calcification, 80% stenosis, and a lesion length of 60 millimeters. The artery diameter was 5 millimeters. A 6fr non medtronic sheath and a non medtronic guidewire were used. No resistance met during advancement and the device did not pass through a previously deployed stent. A mechanical jam occurred and it was not possible to turn off the thumb-switch. The cutter was positioned outside the housing during device removal. There was no deformation noted to the cutter. The device was safely removed from the patient. No injury or intervention was associated with this event. The procedure was completed using a new medtronic device of the same model.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the distal flush tool (dft) positioned over the housing. The dft was retracted and it was found that the cutter was stuck in a bulge on the nosecone approximately 17mm from the cutter window. The cutter could not be retracted or advanced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.